Event description:
While attempting to load the transport incubator into the ambulance, the stryker stretcher failed to latch in the high position. The staff member suffered a back injury as a result. An investigation shows that the latching mechanism was working properly, however the end of the transport incubator had slid down over the release handle, causing it to jam. A similar incident was documented about 1 year ago. The design of the stretcher does not have any protection against this from happening. Inspection of three other identical units all showed deep scratch marks on the release handles, indicating contact with the transport incubator.